Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#:3027843. D4. Medical device expiration date: 30-jun-2024. H4. Device manufacture date: 27-jan-2023. D4. Unique identifier (UDI) #:(B)(4). D4. Medical device lot#:3135993. D4. Medical device expiration date: 31-oct-2024. H4. Device manufacture date: 15-05-2023. D4. Unique identifier (UDI) #:(B)(4).

Event description:
It was reported that while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed filaments outside and in between the cap of the tube on unspecified number of tubes. No patient or user impact reported.

Event description:
It was reported that while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed filaments outside and in between the cap of the tube on unspecified number of tubes. No patient or user impact reported.

Manufacturer narrative:
The following field has been updated with a correction: d4. Unique identifier (UDI) #: (B)(4). Investigation summary - bd received three (3) photos for investigation. The evaluation of the photos indicates foreign matter in used tubes and molding defects on the caps. A total of 300 retained samples, 100 from each lot number, were visually examined and no foreign matter or molding defects were observed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 3027843, for the indicated failure modes foreign matter - unknown and molded part has defects - sharp protrusions based on customer photos provided. This complaint has been confirmed for the lot 3080530, for the indicated failure modes foreign matter - unknown and molded part has defects - sharp protrusions based on customer photos provided. This complaint has been confirmed for the lot 3135993, for the indicated failure modes foreign matter - unknown and molded part has defects - sharp protrusions based on customer photos provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.